Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while attempting to complete the ¿press and hold¿ step during insertion of a steel infusion set and had difficulty inserting the infusion set into the anchor; a support agent provided step-by-step guidance until the user confirmed insulin drops and ended the call. Symptoms included elevated blood glucose. Outcomes included return of blood glucose to within range later the same day. Investigation included user interview and troubleshooting with education on correct infusion set insertion steps. Investigation of this case revealed no device alarms and no confirmed device malfunction; the event was consistent with user difficulty during infusion set insertion, with unclear contribution to insulin delivery at the time of the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.